Manufacturer narrative:
This device is included in the ble malfunction action issued by abbott on 10 march 2022.

Event description:
Additional information was received that the device was interrogated with inductive telemetry. However, bluetooth telemetry was not established. The device was updated, but this did not resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of lack of ble communication was reported to abbott. The device was no returned for analysis; however, device records were reviewed by an abbott software engineer who confirmed a lack of ble communication. Based on the information provided at this time the root cause for the lack of ble was unable to be determined. However, it was confirmed that the device¿s battery functionality was stable.

Event description:
Additional information was received that a reset was performed to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the device was unable to communicate via ble telemetry. However, the device was able to be interrogated using inductive telemetry. The device was implanted. The patient was in stable condition.